Manufacturer narrative:
Philips service cleaned contacts, replaced bios battery, and reloaded software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that geometry failure due to booting issues in geometry pc on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.